Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connection was evaluated and replaced. The control panel processor was also reseated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system self- rebooted. No patient serious injury or death was reported related to this event.